Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported a loss of prime issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a long term cessation of insulin delivery if the user is unable to resolve the alarm

Manufacturer narrative:
Correction: a review of the complaint record determined that the troubleshooting of the incident indicated this issue was unrelated to the pump, and that the suspect product should have been the cartridge.